Event description:
During removal of magnetic resonance imaging port and catheter, the catheter was sheared off about 4-5 inches away from attachment to the magnetic resonance imaging port requiring interventional radiology for removal.